Manufacturer narrative:
The device has been requested for evaluation; however, it has not yet been received. (B)(6).

Event description:
An event involved a set IV extension 14in/40cm microclave clear w/0.2 micron filter clamp rotating luer where it was reported that the filter was found to be leaking due to which they needed new IV (intra-venous) solution and IV set. There was patient involvement but no patient harm reported.